Event description:
I was using a new insulin injection device, opticlik, and for the past several days noted my blood sugar levels higher than normal, despite using my normal dosage of insulin. Today, the device would not inject any insulin the normal way, and I tried turning the dosage knob several ways, and tried injecting myself several other times with no results, and while looking at it again it released and squirted several cc's (200 units) of insulin across the room. I called the support number for the co and finally got to talk to a nurse who suggested that I do what I had already done, jiggling the dosage knob, etc. I really do not want to use the device again, as I feel that had I inserted the needle into myself and rec'd the full 200 units of insulin all at once, it could have been fatal. I suspect that the device had been binding internally and not delivering the dialed in dose the past several days, and released it all at once. In any case, neither release is acceptable. I need 55 units, with confidence, twice a day, and I don't feel safe using this device. I do not think that advising me to jiggle the knob to make it work right is good advice. I have been using a penject device for some years with no problems. I need a reliable, bullet proof, idiot proof device.